Manufacturer narrative:
The investigation has been completed for the reported issue of thrombus. The device was not received for evaluation. The root cause of the thrombus was biomaterial and its relation to the impella device was unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that a thrombus was observed, expected to dissolve with heparin. The patient continued on support until the device was successfully weaned.